Event description:
During surgery, the clip applier was used to place clips in order or clamp off the cystic duct. The jaws of the clip applier caused a laceration of the cystic duct causing an undetected micro-lesion. A second surgery was needed to correct the lesion.

Manufacturer narrative:
One m/l-10 clip applier was returned, decontaminated and investigated. The returned clip applier was received with the outer tube in place, the trigger was in the home position, and without a clip cartridge. The clip applier appeared to be in good visual condition and the trigger operated freely. The jaws were measured and found to be out of specification. A clip cartridge was cycled without incident. The jaw damage found is consistent with mishandling, however, a root cause could not be determined.